Event description:
Ous MDR - it was reported that oversensing, an increase in the shock impedance, and charging processes were observed 40 months after the implantation. A lead defect was suspected. The lead was explanted is currently undergoing analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion were seen along the lead. In particular 18 cm distal of the is-1 connector pin, the insulation was damaged by fraying. In this area, the coating of the rope conductor to the ring electrode showed damage. This observed damage manifestation is with high probability the cause for the interference signals mentioned in the complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction. In the further course of the analysis, deformations were found at the shock coil and the inner conductor helix. These damages are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.